Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058-user had an inaccurate reference, (self) the person is using themselves as the reference or how they feel at the time they run the blood test. Poor tech-inaccurate reference. Manufacturer contacted customer in a follow-up call on 26-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results..

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 398, 171 and 160 mg/dl. The customer¿s expected am fasting blood glucose test result range is 119-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 01/01/2021. The meter memory was reviewed for previous test result history: (B)(6).